Manufacturer narrative:
Device was used for treatment, not diagnosis. External fixation of pediatric femoral shaft fractures: a consecutive study based on 45 fractures. Journal of pediatric orthopaedics, volume b, pp. 563-570 (2013). This report is for unknown ao external fixator. The investigation could not be completed and no conclusion could be drawn as no device was returned, and no lot number or part number were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following literature article: wani, m. M., et al (2013). External fixation of pediatric femoral shaft fractures: a consecutive study based on 45 fractures. Journal of pediatric orthopaedics, volume b, pp. 563-570. India. The purpose of the study was to evaluate the efficacy of treating uncomplicated femur in forty-five (45) pediatric patients (12 females and 33 males, aged 6-14 with closed femur fractures located between the inferior edge of the lesser trochanter and 4 cm proximal to the distal femoral physis. All of the patients were treated using and ao-type fixator and manual insertion of the schanz pins. The following complications were reported: - patient 8 presented with grade 2 pinsite infection, this is report 3 of 21 for (B)(4). This report is for an unknown external fixator. This report is for one device.